Event description:
As reported by the marketing affiliate, it was impossible to advance the 6 x 20 mm stent within a moderate stenosis. The stent was removed and replaced by a longer stent 6 x 40 mm stent which could be placed without difficulty. Visually, the 6 x 20 mm stent was slightly misaligned to the proximal part of the balloon. Analysis of the device indicated that the locking pin was received at the correct location, the stent was partially deployed about 3 mm and distal tip was uncannulated. The outer sheath was kinked at 52.3 cm from distal end of brite tip and at 5.6 cm from ID band.

Manufacturer narrative:
As reported by the marketing affiliate, it was impossible to advance the 6 x 20 mm stent within a moderate stenosis. The stent was removed and replaced by a longer stent 6 x 40 mm stent which could be placed without difficulty. Visually, the 6 x 20 mm stent was slightly misaligned to the proximal part of the balloon. Analysis of the device indicated that the locking pin was received at the correct location, the stent was partially deployed about 3 mm and distal tip was uncannulated. The outer sheath was kinked at 52.3 cm from distal end of brite tip and at 5.6 cm from ID band. One non sterile unit of smart control 6x20 mm was received coiled in a plastic bag. Blood residues were observed at the outer member. Locking pin was received at the correct location and stent was partially deployed about 3 mm and distal tip was uncannulated. Outer sheath was kinked at 52.3 cm from distal end of brite tip and at 5.6 cm from ID band. No other discrepancies were found. Stent deployment process was completed successfully per (B)(4), with no resistance found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent damaged condition reported by the customer was not confirmed as no discrepancies were noted in the stent during visual inspection and functional analysis. The cause of the kinked condition found during the visual analysis could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. The cause of the partial deployment and the uncannulation of the distal tip was not determined; however they do not appear to be manufacturing related, controls exist in the manufacturing process to prevent these type of failures, as well as there are inspections in place to detect them, reference procedures documented in route sheet (B)(4). Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and procedural factors and is not related to a product quality issue.